Event description:
It was reported that the insulin pump did not alarm low reservoir. Customer woke up with high blood glucose. The reservoir was empty. The blood glucose reading is 209 mg/dl. The insulin pump alarmed no delivery during bolus delivery. Nothing further reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.